Event description:
It was reported that during surgery, the ends of the stylets were "breaking off during steering." There were no pt symptoms, outcome, or further details provided. Additional info, if provided, will be sent in a f/u report.

Manufacturer narrative:
(B)(4)